Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found bubbles at the differential preservative tubing. The fse replaced the tubing, which repaired the failing differential backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the daily checks on the unicel dxh 800 cellular analysis system were failing differential backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4).